Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to the company representative that when they opened the external packaging of the product they noticed that the internal layer was already opened. Other items were on hand.

Manufacturer narrative:
An event regarding a packaging issue with a accolade stem was reported. The event was confirmed. Device evaluation and results: the device was visually inspected on return. Both the inner and outer tyvek lid were found to be peeled back and open as reported in the event description. Medical records received and evaluation: no medical records were received for review with a clinical consultant. No adverse consequences to the patient were noted. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been one other events for the lot referenced. Nc has been raised to investigate. Conclusions: nc has been raised to investigate the event. CAPA investigation was completed and the following root causes were determined: the primary root-cause for occurrence is "inadequate process and controls when required to inspect, identify, disposition, rework, track and reconcile product that is returned from an fg location". The primary root-cause for escape is "no requirement to have an active halt on lots which are returned from finished goods, or which are transferred into the (B)(4) warehouse".

Event description:
The customer reported to the company representative that when they opened the external packaging of the product they noticed that the internal layer was already opened. Other items were on hand.